Manufacturer narrative:
The date of this submission is 03-may-2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 06-apr-2016 from a reporter reporting on a consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using reach floss clean burst peppermint 32m (route dental, lot number 2563d, expiration date, frequency and indication unspecified). After an unspecified duration, the consumer noticed the cutter fell off after the device was used three times. No dropping or treading occurred. This report had no adverse event and the action taken with the device was unknown. On 06-apr-2016, the field sample was received. Based on the initial quality investigation the test results were outside specification and this complaint was confirmed. Additional quality investigation is pending. This report was considered a reportable malfunction in the united states of america.

Manufacturer narrative:
This foreign report is being submitted on 07-jun-2016 for a device product that is considered same/similar to a us marketed device (reach j&j floss clean burst pprmnt 5yd). This closes out this report unless additional significant follow up information is received.

Event description:
This spontaneous report was received on 06-apr-2016 from a reporter reporting on a consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using reach floss clean burst peppermint 32m (route dental, lot number 2563d, expiration date, frequency and indication unspecified). After an unspecified duration, the consumer noticed the cutter fell off after the device was used three times. No dropping or treading occurred. This report had no adverse event and the action taken with the device was unknown. On 06-apr-2016, the field sample was received. Based on the initial quality investigation the test results were outside specification and this complaint was confirmed. Additional quality investigation is pending. This report was considered a reportable malfunction in the united states of america. Additional information was received on 21-may-2016. A review of complaint data revealed no unfavourable trends for the reported lot number. The analysis for the product and complaint category will be managed through the monthly trending process. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retain samples and all results met specification. Based on the investigation results, there is no evidence that a device malfunction occurred. Based on the information available, the device was used for intended treatment. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report was considered a reportable malfunction in the united states of america.